Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they error code 571.6241 has been confirmed due to a cable j3 to power board loosen up. It was possibly jarring during the transport. Reseated the cable j3. Damaged front case and rear case, replaced them new front and rear cases assembly. Performed leak down test and co2 calibration with passing results. A review of the device history record showed the device had a manufacture date of 04/28/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the case - front. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device had error code 571.6241 during an infusion. Although requested, no additional information was provided.

Event description:
It was reported that the device had error code 571.6241 during an infusion. Although requested, no additional information was provided.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that the device had error code 571.6241 during an infusion. Although requested, no additional information was provided.